Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their implanted neurostimulator (ins) had not been working correctly and they could only get the implant charged to 30% or 40%. Patient was getting by with the low charge level because they could still use the ins for a while before it would turn off stim, but they were unable to reach a full charge for quite a while; unable to provide an event date estimate and said they had been travelling all over and taking care of their elderly parent, so they put themselves on the back burner. Agent asked if any alerts/errors had been populating on the controller when they were trying to charge the ins; patient said something like system rm03, but they hadn't seen the message in a day or so. Agent had patient start a charging session of the implant and reported the controller battery was at 100% and the implant battery was empty, couldn't provide stimulation. Patient mentioned they would reset the controller like they had been taught to in the past, but the message would come back up. Agent asked, patient denied the recharger getting abnormally warm while trying to charge the ins; however, they explained they didn't use a belt and instead would keep the recharger against the ins site by placing the paddle in their pants and pulling a tight sweatshirt over the top to hold it in place; agent suspected this may cause the temperature sensor message of rm03, but couldn't recreate the issue during the call. Patient was able to start charging with excellent quality and maintained that connection quality throughout the call. Agent advised patient monitor the issue and call back if it persisted.